Event description:
It was reported that several spacers came detached from a va zero-p implant during surgery. The patient was being implanted with a va zero-p implant and several zero-p va spacers on (B)(6) 2014 when several of the spacers came unattached from the plate. There was a twenty-five minute delay in surgery. Three spacers in total become unattached during the procedure. There was no noticeable breakage to the implants that came unattached. The surgeon had difficulty with implants zero-p va implant 7 millimeter height (04.647.117s), zero-p va implant 8mm height (04.647.118s), zero-p va implant 9 millimeter height (04.647.119s) and two 3.7 millimeter ti cervical spine screws (04.647.834). The surgeon was able to implant the patient the zero-p va implant 7 millimeter height plate (04.647.217s) using two 3.7 millimeter ti cervical spine screws (04.647.836). This is report 3 of 6 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is used for treatment and not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was performed. The implant was returned with the plate disconnected from the spacer. The plate was re-assembled to the spacer and it was found the components would not dissociate without considerable force. Zero-p variable angle plate part# 04.647.119s (lot #: 7738210) was returned with two other plates (part #¿s: 04.647.117s, 04.647.118s) for complaint category ¿does not fit with other parts.¿ the implants and screws are used together for anterior cervical interbody fusion according to the pertinent technique guide. Product drawings were reviewed during the investigation. The zero-p implant combines the functionality of a cervical interbody spacer and the benefits of an anterior cervical plate. The spacer and plate are assembled through a keyed interconnection designed to decouple stresses in the plate from the spacer. Review of the tolerance stack analysis found adequate overlap of 0.24mm to 0.40mm between the spacer and plate interconnection. In order for the spacer to disassociate from the plate, the implant would have to undergo high bending forces which could occur due to improper insertion. Review of the product drawings found the design adequate for the implant¿s intended use and did not contribute to the complaint condition. In order to reduce stress in the spacer, the spacer and plate were designed with a keyed interconnection. Uneven insertion forces could cause the two components to dissociate, however the implant is designed with adequate overlap. The design therefore did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.